Event description:
The plastic white casing that surgeon holds in his hand, broke off during usage. All pieces were retrieved.what was the original intended procedure?bilateral skin sparing mastectomy.device #1is this a laboratory device or laboratory test?no.